Event description:
The customer contacted the company's customer experience team via live chat messaging to report that they had just discovered what the customer believed to be a "cup" which the customer claimed they had forgotten for two years. The customer stated that they had not menstruated for two years. The customer stated that they were recently given "a shot and flagyl" for an unspecified infection. The customer stated that following the treatment for the infection they noticed an odor and felt the device. The customer was advised by the company to follow up again with their doctor. The customer failed to respond to three good-faith efforts by the company to obtain additional information and determine if their symptoms had resolved. The customer failed to follow the clear device labeling (including packaging and instructions for use that came with the device), failing to remove the device prior to the maximum 12-hour wear time. The submission of this report is not an admission by the company that the use error of the device in question caused or contributed to the customer event.